Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server system had an issue where multiple orders were not crossing in all stations. A technical support specialist (tss) accessed the application server and confirmed version 1.7.4, restarted services including bd external messaging, net.msmq listener adapter, net pipe listener adapter, net.tcp port sharing service, net tcp listener adapter, and bd pyxis external inbound processors service. The tss ran downtime query and confirmed carefusion coordination engine (cce) xml time and last heartbeat local date time were in synchronization with server time. In health sight viewer (hsv), the server cleared from patient information and pharmacy orders are delayed/down notice. The tss found multiple stations in critical override due to manual setup, dialed into five sample devices and cleared them from critical override and disconnected mode. The tss checked uptime which indicating a server reboot about one hour earlier. Customer confirmed everything is running smoothly, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.